Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Analysis was unable to confirm motor error alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump got wet and received a blank screen . The battery was removed and put in back in and the insulin pump received a motor error. Troubleshooting was performed. The customer's blood glucose was unknown. The insulin pump is returning.